Event description:
It was reported that the patients ipg was replaced due to charging issues. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event.